Event description:
The customer reported experiencing low blood glucose of 49mg/dl for several days and treated with food. Troubleshooting was performed, and the drive support cap was flush against the case. Advised the customer to discontinue use of the insulin pump and revert to a back-up. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. (B)(4).

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. The drive support disk was inspected and no anomaly was noted. No cosmetic damage was noted.